Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: she was hospitalized for hypoglycemia after the pump infused 60 units of insulin into her on its own. The patient states that she had changed her cartridge and then given herself a 5 unit bolus. Then her bg dropped down to 37mg/dl and she was weak, sweaty, nauseated, and vomiting. She then removed the cartridge and found that there was about 60 units missing from the cartridge. She was taken to hospital and was admitted with a diagnosis of hypoglycemia. She was given an IV of d5 and states her current bg is 147mg/dl. She had disconnected from the pump after her bg dropped and does not have the pump available to review at this time. The patient agreed to contact customer technical support after discharge, to troubleshoot the pump. This complaint is being reported due to the allegation that the patient was hospitalized for hypoglycemia after pump dispensed insulin without user intervention.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.